Event description:
The biomedical engineer reported that 32 telemetry transmitters are experiencing intermittent signal loss with the 2 central nurse's stations (cns). No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that 32 telemetry transmitters were experiencing intermittent signal loss with the 2 central nurse's stations (cns). They were experiencing widespread signal loss on two separate floors across many devices seemingly at random. This issue was intermittent in nature and the signal loss was momentary. A few instances of signal loss have gone over a minute. Issues have been occurring since the install but have grown worse in the last couple of days of reporting this to nk. One cns was monitoring 24 telemetry transmitters, and another cns was monitoring a prefense (edns-9001) monitor which was monitoring 8 telemetry transmitters. No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be high. The root cause cannot be determined. A possible root cause is improper installation as multiple instances of installation issues were identified by nk employees. Due to the age of this complaint, no additional information can be obtained from the customer, (reference CAPA 20-004). As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: cns: model #: cns-6201a (pu-621ra). Serial #: (B)(6). Multiple patient receiver (org): model #: org-9100a. Serial #s: (B)(6). Transmitters: model #: ni. Serial #: ni. Corrected information: h2 if follow-up, what type?: "additional information" was not selected in fu 001, but was included in the "additional information" list in h10. It is now corrected to reflect that additional information was added in the previous fu.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that 32 telemetry transmitters were experiencing intermittent signal loss with the 2 central nurse's stations (cns). They were experiencing widespread signal loss on two separate floors across many devices seemingly at random. This issue was intermittent in nature and the signal loss was momentary. A few instances of signal loss have gone over a minute. Issues have been occurring since the install but have grown worse in the last couple of days of reporting this to nk. One cns was monitoring 24 telemetry transmitters, and another cns was monitoring a prefense (edns-9001) monitor which was monitoring 8 telemetry transmitters. No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be high. The root cause cannot be determined. A possible root cause is improper installation as multiple instances of installation issues were identified by nk employees. Due to the age of this complaint, no additional information can be obtained from the customer, (reference CAPA 20-004). As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: cns: model #: cns-6201a (pu-621ra). Serial #: (B)(6). Multiple patient receiver (org): model #: org-9100a. Serial #s: (B)(6). Transmitters: model #: ni. Serial #: ni.

Event description:
The biomedical engineer reported that 32 telemetry transmitters are experiencing intermittent signal loss with the 2 central nurse's stations (cns). No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that 32 telemetry transmitters are experiencing intermittent signal loss with the 2 central nurse's stations (cns). They were experiencing widespread signal loss on two separate floors across many devices seemingly at random. This issue is intermittent in nature and the signal loss is momentary. A few instances of signal loss have gone over a minute. Issues have been occurring since the install but have grown worse in the last couple of days of reporting this to nk. One cns was monitoring 24 telemetry transmitters, and another cns was monitoring a prefense (edns-9001) central nurse station which was monitoring 8 telemetry transmitters. Nihon kohden technical support performed troubleshooting with the customer and as that did not resolve the issue, nk went on site to do an assessment. The root cause is not fully determined yet but multiple installation issues have been found. Nk is still working to resolve the issue. Patients have been moved from these areas due to the intermittent signal loss issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: cns-6201a, (pu-621ra), sn (B)(4). Org-9100a, sn (B)(4), multiple patient receiver. Org-9100a, sn (B)(4), multiple patient receiver. Org-9100a, sn (B)(4), multiple patient receiver. Org-9100a, sn (B)(4), multiple patient receiver. Telemetry transmitter information was requested but was not provided the models and serial numbers of the devices that were in use at the time of this issue.

Event description:
The biomedical engineer reported that 32 telemetry transmitters are experiencing intermittent signal loss with the 2 central nurse's stations (cns). No patient harm reported.